Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient hospitalized for the event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. No additional information is available.